Event description:
The nurse reported some concerns of lint like substance present on the sterile field during the initial procedure. During the post-op exam, the patient presented with an endophthalmitis. In 2009, the patient required a second procedure "vitreo retinal" procedure. The following month, the nurse reported that the patient va is 20/200. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. This report was mailed to FDA on: 09/10/2009.